Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call of high blood glucose readings and a failed battery test from the insulin pump. The customer's blood glucose level was in the 600s mg/dl. The customer's daughter stated that they had issues with the pump for the last 3 days, and she received a failed battery test today while the battery was full yesterday. The daughter also advised that they are getting a lost sensor alarm. The customer was advised to clean the battery cap contacts with a cotton swab. The customer was advised to monitor the pump. The customer will hold off to trouble shoot lost sensor until they receive a new cap.